Manufacturer narrative:
Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. Unit also received with cracked case(battery tube), cracked case corner of belt clip rails, cracked battery tube threads, faded serial number label, missing display window cover, cracked keypad at select button and cracked retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.